Event description:
A pt reported that the meter would not turn on. This issue was not resolved with troubleshooting. Pt did not have any symptoms. There was no medical intervention or treatment given. No further info has been reported.